Event description:
During a f/u visit approx 1 month post-procedure, the pt complained of pain and swelling at the injury site. Dr (B)(6) was contacted multiple times ((B)(6) 2013) both via email and telephone requesting add'l info regarding the pt's condition, and he responded on (B)(6) 2013 with add'l info. He felt that the inflammation the pt experienced could be related to the synde-lock device as it is localized in the area where the fibula anchor was placed. Dr. (B)(6) felt that overall the pt was healing appropriately and did not intend to remove the synde-lock device. He would continue to monitor the pt. He was unsure if the cause of the inflammation was due to a reaction to the device material or if the anchor had backed out. As described by storey et al (2012 sep; 33(9):717-21, foot ankle int), pain at the surgical site is not unusual and is a known event for this type of surgical repair using similar devices. On (B)(6) 2013, dr (B)(6) removed the device. Upon reopening the incision, dr (B)(6) observed a granuloma surrounding and underneath the fibula anchor. A sample of the tissue was excised and sent to pathology for analysis. The fibula anchor was observed to have displaced approx 2 mm above the cortex of the fibula. The fibula anchor and tether were loose and could move around in a circular motion, though there distal portion was still engaged. The tether end was observed to be flush with the head of the fibula anchor. Dr (B)(6) attempted to engage the fibula anchor driver from a new device onto the fibula anchor for removal. The function was not to dr (B)(6)'s liking, however, and a hemostat was used instead. When dr (B)(6) removed the fibula anchor, the tether and suture loop came out with it. The suture loop was intact. Upon examination of the distal portion of the tether, dr (B)(6) observed that a small piece was missing. The tibia anchor and tether fragment were left in-place and not retrieved. The incision was closed.

Manufacturer narrative:
At this time, we do not know whether the nidus for inflammation was the failed construct or some other cause. Per the literature inflammation has been observed with the use of devices that treat syndesmosis injuries (storey et al, 2012 sep; 33(9):717-21, foot ankle int). At this time, we can expect to see inflammation again because inflammation has been observed with other devices that treat this type of injury. That presentation, in and of itself, is not an unreasonable risk. Dr. Piraino believed that the syndesmosis injury had healed. While we do not know when the construct failed, it appears to have been adequate to support healing of the syndesmosis. When screws are used to treat syndesmosis injuries the literature suggests that screws fracture in approx 15% of cases (yi-ton hsu et al. Int orthop. 2011 march; 35(3): 359-364). (B)(4). Therefore continuing to distribute this device does not present an unreasonable risk, and will monitor for this type of complication as part of our limited market release protocol.